Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an open sore with electrode extrusion. On (B)(6) 2020, the recipient underwent surgery. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device reportedly migrated. Revision surgery will be scheduled.